Event description:
It was reported that "the catheter was found blocked and it did not get pass through guidewire while insertion". As a result, the iab was removed and a 2nd iab from a different brand was inserted in the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#: (B)(4). The reported complaint that the "fresh catheter was found blocked and it did not get pass through guidewire while insertion" was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action was required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the catheter was found blocked and it did not get pass through guidewire while insertion." As a result, the iab was removed and a 2nd iab from a different brand was inserted in the same insertion site. No patient harm or injury. The patient status is reported as "fine."

Manufacturer narrative:
(B)(4). The reported compliant that the that the "catheter was found blocked and it did not get pass through guidewire while insertion" was confirmed upon investigation of the returned sample. The customer returned a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample (inp-2, inp-3) for investigation. All returned components were visually inspected with no damage or abnormalities noted. Upon return, a kink to the iabc central lumen was noted at approximately 4.7cm from the iabc distal tip (inp-10). No blood was noted on the interior or the exterior surfaces of the returned iabc. The returned 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance at approximately 4.9cm from the iabc distal tip, which is the location of the previously noted kink. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 79.4cm from the iabc luer, which is the location of the previously noted kink. The guidewire was able to advance through the central lumen. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the kinked central lumen. The root cause of the kink was undetermined, but a potential cause is customer handling. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the catheter was found blocked and it did not get pass through guidewire while insertion". As a result, the iab was removed and a 2nd iab from a different brand was inserted in the same insertion site. No patient harm or injury. The patient status is reported as "fine".